Event description:
It was reported that a user experienced hyperglycemia after eating without a meal announcement and later disconnecting the ilet at work to avoid low glucose; blood glucose rose to 280 mg/dl and then 320 mg/dl, after which the user observed a downward trend and later completed a full supply change due to adhesive issues with the original site, resuming insulin delivery with the ilet. Symptoms included elevated blood glucose. Outcomes included user education on meal announcements and monitoring, with blood glucose trending down and later reported at 165 mg/dl. Investigation included troubleshooting with the user and guidance to change infusion supplies. Investigation of this case revealed user-related factors, including a missed meal announcement and device disconnection, as contributors to the hyperglycemia, along with an adhesive issue requiring a site change; no device malfunction was reported after resuming therapy. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error with contributory infusion site adhesion issues.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.